Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The sample was provided for an examination and root cause analysis in our service laboratory in melsungen. The history files were read out and analyzed. The stored history log files of the reported day of occurrence (9th of november 2020) were detailed investigated. It was possible to detect a setting of an infusion therapy with a vtbi of 30 ml and a flow rate of 142 ml/h. Furthermore an infusion line (type space line) were selected at 06:04am. The infusion was started after purging the infusion line at 06:08am. The infusion was stopped with an actual infused volume of 30,12 ml (0,12 ml more because of the kvo mode). A new infusion therapy was started with a new infusion setting at 06:23am. The new vtbi was 20 ml and the infusion time was selected to 19 minutes. After 15 minutes the infusion was stopped by user. Due the stored history log files the infused volume could be detected with 15 ml. At 06:40am a change of the disposable was performed and a new infusion setting was entered. The new vtbi has been entered with 514 ml and the new infusion time was 4 hours. At 06:41am the infusion started with a calculated flow rate of 128 ml/h. At 09:28am the infusion was stopped manually by user for 12 minutes. After start again the infusion therapy the infusion stopped at 11:23am. The administered volume was 515,15 caused of the activated kvo mode. On the reported day of occurrence two further infusion therapies were performed, but no abnormalities or malfunction could be found. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. It was possible to found a damage of the operating unit. As part of the functional check the self test of the infusomat space could be successfully performed. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of -0,99 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). To investigate the inside of the device, only the upper housing was removed. No damages or liquid residues could be found inside the device. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. If an investigation report is available, a follow-up report will created. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "underinfusion." Customer information: infusion started at 5.30am on (B)(6) 2020. 500ml total volume in bag. Set to deliver 500ml over approx 4 hrs at 128.5ml per hour. After 5 hours and again after 7 hours, still half of the volume remaining in the bag but when it says actual volume infused the amount left in the bag was approx. 300mls therefore less than 200mls actually went in in the 4 hours."